Manufacturer narrative:
The device was returned and investigated. The return device analysis did not confirm the reported retraction problem. The delivery catheter (dc) handle coupler was observed to be scratched. A discrepancy between what was reported (retraction problem) and what was observed (no issue with retraction dc handle) was likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. The reported single leaflet device attachment (slda) could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported retraction problem and slda could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.d9, h3: device was available for evaluation.

Event description:
Subsequent to the initially filed report, the following information was received: resistance was felt with the delivery catheter (dc) handle when retracting the dc handle away from the clip when deploying. There was no additional information was provided.

Manufacturer narrative:
The device is not returning. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced and the clip implanted in medial a2/p2. During clip deployment, when retracting the delivery catheter handle the atraumatic tip was still close to the clip and some resistance was noted. Troubleshooting accessing the gripper lines was conducted. The first gripper line was removed and when the second gripper line was removed the clip detached from the posterior mitral leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted stabilizing the slda clip. Mr was reduced to 1-2. There was no additional information was provided.